Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after the implant procedure. It was discovered that the right ventricular lead experienced a micro-dislodgement. A lead revision was performed. The patient is recovering.